Manufacturer narrative:
Concomitant: product ID 8598a, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2013-(B)(6), product type catheter product ID 8703wpc, lot# n24208, implanted: 2002-(B)(6), product type catheter, product ID 8703wdc, lot# n25515, implanted: 2002-(B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported the device system was currently used to deliver gablofen. The purchase date of the catheter was not provided. It was reported the patient was doing fine and receiving effective therapy.

Event description:
It was noted that this catheter had an implant date of (B)(6)-2002 and the use by date was (B)(6)-2002. No further information was reported regarding this occurrence.

Manufacturer narrative:
(B)(4).